Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further examined the removed therapy pcb assembly and determined that the cause of the reported failure was an open resistor, designator r30.

Event description:
Physio-control was examining the customer's device for an unrelated issue when it was observed that the device took longer than 30 seconds to charge up and defibrillate at 360 joules. This failure could potentially lead to a delay in providing defibrillation therapy if a patient required the higher energy in order to convert their heart rhythm. There was no patient use associated with the reported event.